Manufacturer narrative:
Additional information: brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. After further review of the record it was determined the catheter was being placed in the jugularis at the time of the event. Corrected data: PMA/510k: combination product - yes. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), and quality control of the device was conducted during the investigation. The device was returned for further evaluation. C-utlm-701j-rsc-wce-abrm-hc devices are manufactured with three luer fittings attached distally to three ports that feed into a manifold with suture wings. The manifold then feeds into a proximal port. During investigation of the returned device, an additional suture wing was attached proximal to the manifold and was cracked longitudinally. The device is not supplied with an additional suture wing. This additional suture wing was not related to the failure mode for leakage from the hub. To duplicate the failure mode, the three ports were leak tested. All three ports passed the leakage test. The main work order (B)(4) was reviewed and showed no non-conformances. The subassembly work order (B)(4) was reviewed and showed four unrelated non-conformances; one for a missing marking one for a bad tip, and two for a cut lumen. All of the aforementioned nonconformances were scrapped. A search of the manufacturer's database confirmed this is one of two complaints related to the same main lot number and subassembly lot number (reference MFR. Report: 1820334-2017-03254). The device failures occurred on different patients on the same day. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the manifold assembly is 100% leak tested and no notable gaps in production or processing controls were noted. The risk specification for this product includes hub leakage and identifies that multiple risk controls are in place to mitigate leakage from the hub. The complaint will be confirmed solely based on customer testimony because the investigation at cook did not replicate the leaking from the yellow hub. The risk analysis for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event. The IFU contain detailed instructions for use and proper placement and maintenance of the device.

Manufacturer narrative:
Device brand: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during use of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter, a leakage was discovered coming from the yellow portion of the patient's catheter setup. This necessitated the removal of the device from the patient, and a central venous catheter from a different manufacturer was used to remedy the situation. The circumstances surrounding the usage and handling of the device are not known. The product was returned for evaluation; as of the date of this report, the investigation is pending.